Event description:
States the compact system memory results differ from his actual results (taken at same times): 364 mg/dl (memory), 116 mg/dl (actual); 131 mg/dl (memory), 259 mg/dl (actual). No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.